Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "22.5 mmol/l" with the subject meter and an unspecified result with the other device, performed within 30 minutes of each other. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.